Event description:
The hospital reported that during a coronary artery bypass procedure, the stabilizer got broken from 2 points: the tip part and the connection point with the retractor. It is unknown how the procedure was completed or if any pt effects were reported. Maquet cardiovascular anticipates return of the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot. (B)(4).